Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that it was reported that a revision was required due to sepsis after failure of the primary implant. However, supporting clinically relevant medical documentation was not provided; therefore, a thorough medical investigation could not be performed. Should medical documentation be provided in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include but are not limited to contamination, patient reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient underwent 5 surgeries in the past 2 years due to failed primary surgery. There is no confirmation that all the devices or surgeries involved smith and nephew components.